Event description:
When firing two of the echelon flex 60mm staplers, they each jammed. One was lot #v95x5v, expiration 8/31/2024, and the second stapler was lot #v95j9a, expiration 7/31/2024. Both staplers removed from sterile field.